Event description:
The customer reported via phone call that the insulin pump had an unresponsive up button. The customer's blood glucose was 180 mg/dl. The customer stated that she was putting in a new reservoir and could not scroll up to the reservoir and set function. She noted that she had previously treated with insulin using the insulin pump at dinner with no issue, but now she experienced the keypad anomaly. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to flattened button dome switches. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.